Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test and self-test. There was no blank display; however, the electronic assembly was corroded. The pump had intermittent button response due to corroded keypad traces. The pump had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and cracked end cap. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that there was blank display at the time of the call. The pump was dropped in water, had water under the display and it had 2 cracks. The insulin pump was returned for analysis.